Event description:
It was reported that occlusion alarm was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient/user injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. No defect was observed during visual inspection and alarm log review. Downstream occlusion sensor was found out of calibration during functional testing, thus confirming the reported condition. The assignable cause for the reported condition was determined to be occlusion sensor out of calibration. To correct the condition, the occlusion sensor was recalibrated. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.